Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during four consecutive routine hemodialysis treatments, arterial alarms occurred which could not be resolved. The circuit clotted due to the amount of time spent troubleshooting the alarms, preventing rinseback and resulting in an estimated blood loss of 190cc for each of the four treatments. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The cartridges were discarded and not available for evaluation, therefore, the actual cause of the alarm cannot be determined. The user's guide indicates the probable cause of the arterial alarm as loose or disconnected arterial access or poor flow through the access. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.